Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with non-sustained right ventricular oversensing episodes. The implantable cardioverter defibrillator was sensing crosstalk signals after atrial paces. The patient presented to the clinic and noise was observed on the right ventricular lead with pocket manipulation. Programming changes did not resolve the issue. On (B)(6) 2017, the patient presented for lead revision. During the procedure, the physician observed lead abrasions on the right ventricular and atrial lead, which was believed to be the cause of the crosstalk. The leads and device were explanted and replaced. Patient was fine before, during and after the procedure.